Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Patient called lfs and alleged that her meter would prompt an apply sample message while attempting to test. The patient visited her physician to have her blood sugar tested. The result was 259 mg/dl. No treatment was reported. The issue was not resolved with troubleshooting. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence that the meter contributed to a serious injury. A replacement meter is being sent to the patient.